Manufacturer narrative:
Manufacturing review. The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection. The returned device was bloody. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The catheter was received inserted into a 6 fr introducer sheath. The balloon was fully visible outside the distal end of the introducer sheath. The distal end of the balloon was slightly prolapsed, likely indicating retraction issues. The introducer sheath was examined and the distal tip was flared, likely indicating retraction issues. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The polyimide was stretched and kinked at the location of the break. The edges of the proximal end of the butt joint break were examined and observed to be slightly jagged. Functional/performance evaluation. Functional testing could not be performed due to the poor sample condition. Conclusion. The investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). It is possible that the balloon wasn't fully deflated before the user attempted to retract through the sheath which would lead to retraction difficulties. It is likely that excessive force attempting to retract the balloon through the sheath caused the butt joint break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review. Warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Manufacturer narrative:
No medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bond between the balloon and catheter allegedly broke during retraction through a 6fr sheath following use in an av fistula. The healthcare provider reported the device was removed in its entirety through the sheath. The hcp further reported the sheath remained in place and another balloon was reportedly used to complete the procedure. There was no reported consequences or impact to the patient.